Event description:
Caller alleged discrepant results with inratio versus lab. Results are as follows: date: 2009, inr: 2.1, lab: 4.2. Lab test was done earlier than the meter. Nurse went to the pt's home sometime after lunch and completed a test. The lab was done in the morning.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 2.1, lab: 4.2, mean: 3.15, confidence limits: 1.9-4.6. The time of testing between inratio and lab is not indicated. MFR considers that three hours is a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Investigation is pending.